Event description:
It was reported that: the catheter was found to have a leak. A crack was observed the catheter. The issue was identified during use on patient. The patient was reported as fine and there was no patient harm.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire, dilator, or access device. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed based on potential lots from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter was found to have a leak. A crack was observed the catheter. The issue was identified during use on patient. The patient was reported as fine and there was no patient harm.

Manufacturer narrative:
(B)(4).